Event description:
It was reported during a hiatal hernia repair the large mca clips were not closing properly during the procedure and without full closure, the clips do not stay on. The procedure was finished by hand suturing. There was no pt consequence 12/18/1997. The rep reports there is no add'l info.

Manufacturer narrative:
H6; feedbar bonded to applier floor due to excessive dried body fluids. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 7. Functional tests & results: anti-backup functional, n/a; clip form properly, no; clip feed properly, n/a; cycle applier, no and lockout functional, n/a. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported incident during surgery may have been due to dried body fluids adhering feedbar to applier floor. Applier was received with dried body fluids in cartridge assembly and with feedbar bonded to applier floor. There was a scissored clip and an unformed clip returned with device. No functional testing could be performed because feedbar could not be extricated from applier floor. Briefly swishing applier with saline between uses will reduce occurrence of this incident. Each instrument is evaluated during assembly process to ensure it functions properly.